Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the superion indirect decompression system implant patient underwent a revision procedure where the device was explanted for an unknown reason. The explanted device was retained by the medical facility and was not returned.